Manufacturer narrative:
E1 city- (B)(6). E1 country- hungary.

Event description:
Unomedical reference number (B)(4). Event occurred in the hungary. On 3rd aug 2024, it was reported an insulin flow blocked alarm. Troubleshooting confirmed insulin does not exit/pump alarms. Alarm caused by possible set/reservoir connection issue no further information available.